Event description:
A male patient with an 18 cm segment of barrett's esophagus containing low-grade dysplasia was treated with circumferential ablation in the (B)(6) registry. Patient reported difficulty swallowing and was dilated for a stricture one time to complete resolution. The physician considered the event severity as mild, definitely related to ablation, and not related to any device malfunction.